Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The twelve month follow-up CT showed the presence of a type ib endoleak due to the disengagement of the right iliac limb stent graft from the common iliac artery, pushing the distal end of the iliac limb into the aneurysm sac. The pre-operative CT imaging noted both common iliac vessels were aneurysmal. The physician believes that the primary cause of this event is related to a pre-existing condition and not the device. A re-intervention was performed on (B)(6) 2015 to place an additional limb to bridge the length into the common iliac vessel, successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Device remains implanted.